Event description:
A customer contacted beckman coulter inc. (Bec) regarding a high mcv result of 85.7fl without instrument flags generated by the coulter act diff2 analyzer for one patient sample which was reported outside the laboratory. The patient sample was sent to a reference laboratory for testing and recovered a result of 79fl. There was no affect to patient with regard to this event. *computed: mcv=(hct/rbc) x 10. Mcv - mean cell volume calculation. Hct - hematocrit. Rbc - red blood cell count.

Manufacturer narrative:
Controls run before the event showed mcv results on a positive bias but within range. The instrument is currently performing within qc specifications. A field service engineer (fse) went on-site (B)(4) 2011 and found the mcv recovery on the high end of the quality control range (within specifications). Reproducibility was performed using the normal control and mcv was adjusted down. The customer was sent an s-cal calibration kit and will calibrate once the kit is received. The root cause for the high mcv result can be attributed to a positive qc bias and the failed mcv calibration.